Event description:
Distal radius plate broke post-operatively. Dr. Wrote that plate was implanted for a left distal radius nonunion. Patient's iliac crest bone graft resorbed resulting in plate breakage & ruptured extensor tendons.

Manufacturer narrative:
H3: evaluation summary: the actual device was evaluated. Mechanical tests, photographs were taken, and a visual examination was performed. The plate met all metallurgical and mfg specifications. The fracturing occurred as a result of improper contouring of the plate.